Event description:
It was reported that the drive support cap on the customer's insulin pump was flush. Customer's blood glucose was 6.9 mmol/l. Customer reportedly did not press the cap in. Nothing further.

Manufacturer narrative:
The insulin pump was received with a loose/flush drive support disk noted. The insulin pump was also received with minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.